Event description:
It was reported that during the procedure, the clinician attempted to advance the "j-tip" portion of the spring wire guide (swg) through the guide wire advancer using their thumb, however, the wire would not advance. The clinician noted that the "j-tip" appeared less stiff than expected. The clinician removed the guide wire from the advancer and manually straightened the "j-tip" before inserting it directly into the introducer needle. Some resistance was encountered while advancing the swg through the introducer needle; however, successful vascular placement was achieved. The clinician was able to remove the introducer needle, perform dilation over the swg, advance the catheter, and complete the procedure without further complication. After removal, the swg was inspected and found to be intact, although abnormalities were noted at the "j-tip" portion. No patient injury, harm, or adverse health consequences were reported. The patient's condition was reported as fine, and no additional medical intervention was required.

Manufacturer narrative:
(B)(4).